Manufacturer narrative:
The field service engineer replaced all the electrodes, conditioned the flow path, and ran ise checks. The customer performed calibration and qc which were acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for two patients with the cobas 8000 cobas ise module. Sample 1: the initial k result was 5.1 mmol/l and the repeated result was 3.7 mmol/l. The initial cl result was 68 mmol/l and the repeated result was 101 mmol/l. The questionable results were not reported outside of the laboratory. Sample 2: the initial na result was 146 mmol/l and the repeated result was 138 mmol/l. The questionable result was reported outside of the laboratory. The k electrode lot number was p78 and the expiration date was 22-aug-2021. The cl electrode lot number was x48 and the expiration date was 12-jun-2021. The na electrode lot number was b85 and the expiration date was 08-feb-2021.

Manufacturer narrative:
The last calibration was done on 06-feb-2021 and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.